Manufacturer narrative:
Device was received with a critical pump error alarm and device error alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had pump error alarm. The customer¿s blood glucose level was 241 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was finish complete prime process. Customer was run self test and it was ok. Customer stated the pump error was reoccurred. The insulin pump will not be returned for analysis.